Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Very high blood glucose level (above 800) [blood glucose increased]. Novopen 4 was locked and was not releasing the novolin n insulin units correctly [device occlusion]. Novopen 4 was not releasing the novolin n insulin units correctly [incorrect dose administered by device]. Wrong storage-stored novopen 4 in the refrigerator [product storage error]. Case description: this serious spontaneous case from brazil was reported by a consumer as "very high blood glucose level (above 800)(blood glucose increased)" with an unspecified onset date, "novopen 4 was locked and was not releasing the novolin n insulin units correctly(device blockage)" with an unspecified onset date, "novopen 4 was not releasing the novolin n insulin units correctly(incorrect dose administered by device)" with an unspecified onset date, "wrong storage-stored novopen 4 in the refrigerator (improper storage of product in use)" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy" and novolin n penfill (insulin human), suspension for injection, 100 iu/ml, dose, frequency & route used (unk, unknown), from unknown start date for "drug use for unknown indication". The patient's height, weight and body mass index were not reported. Medical history was not provided. It was reported that on an unknown date, patient had a very high blood glucose level above 800 (unit not reported) due to which patient was hospitalised from (B)(6) 2020 to (B)(6) 2020. Patient reported that this happened because his novopen 4 was locked and was not releasing the novolin n insulin units correctly. Patient also reported that he did not know the correct way to store insulin after the first use, so he stored novopen 4 in the refrigerator. Batch numbers: novopen 4: unknown, novolin n penfill: asku. Action taken to novopen 4 was not reported. Action taken to novolin n penfill was not reported. The outcome for the event "very high blood glucose level (above 800) (blood glucose increased)" was unknown. The outcome for the event "novopen 4 was locked and was not releasing the novolin n insulin units correctly(device blockage)" was not reported. The outcome for the event "novopen 4 was not releasing the novolin n insulin units correctly(incorrect dose administered by device)" was not reported. The outcome for the event "wrong storage-stored novopen 4 in the refrigerator (improper storage of product in use)" was not reported.

Event description:
Case description: investigation results. Name: novopen® 4. Batch: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novolin® n penfill® 3 ml - 100 ui/ml. Batch: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following has been updated in the case type of reportable event. Investigation results updated. Company comment updated. Narrative updated accordingly. Company comment: 09-sep-2020: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation, no batch number of the suspected device available and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event. Wrong storage of the device in refrigerator is a significant factor for device malfunction leading to hyperglycaemia. H3 continued: evaluation summary: investigation results. Name: novopen® 4. Batch: unknown. No investigation was possible, because neither sample nor batch number was available.